Event description:
Additional information received reported the cause of the impedance issue was a short circuit and there was an issue with the lead or extension. No lead fractures were visible on x-ray. An impedance check was done and several electrodes had high impedance greater than 10,000 ohms and low impedances less than 50 ohms. The patient was planning on doing a new trial, but the manufacturing representative had not gotten the date.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3708240, serial # (B)(6), implanted: (B)(4) 2011, product type extension; product ID 3998, lot # lb5958, implanted: (B)(4) 2004, product type lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was in eos (end of service). It was reported that the manufacturer¿s representative received a call last night from the patient, who indicated a doctor icon appeared, but they did not know what it was until 20 minutes ago when the manufacturer¿s representative saw the patient. It was noted that an estimated longevity calculation was performed: 6.7v/210pw/60hz. 4+5+7-. Eri (elective replacement interval): 14.14 months and eos: 17.14 months. It was reported that the electrode impedances on contact pairs 04, 05, and 07 showed 6529 ohms. It was initially reported to be 8000 ohms. It was stated that therapy impedance showed xxx ohms. It was noted that the patient was no longer at the office visit because the patient had to leave. It was reported that the patient has not made an appointment yet but they would need to come in and trial a new lead. It was reported that before the eos, the patient had good therapy. It was noted that the patient was new to the area and it was the first time seeing the patient.

Event description:
Additional information received reported that the patient had a successful trial and was having a permanent implant on (B)(6) 2014. It was noted that they would be leaving in the surgical lead and adding a percutaneous lead and a new battery. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.